Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient is undergoing a surgical intervention to replace the ipg at a later date. The reason for surgery is unknown.

Event description:
Additional information received indicates that the patient experienced increase in recharge time. Information indicates that the fully charged ipg provides at least 24 hours of therapy.

Manufacturer narrative:
Per the additional information received, this event does not meet the reportability criteria. Hence, this event is no longer reportable.